Event description:
The customer reported the unit would shutdown ten minutes after powering the unit on.

Manufacturer narrative:
(B)(4). The customer reported the unit would shutdown ten minutes after powering the unit on. The customer stated that the battery was fully charged. The unit was evaluated at philips and the symptom was duplicated. The battery was found to be defective. The battery was replaced which the reported issue. The unit passed testing and was returned to the customer.